Event description:
A female pt has a history of hypertension, hyperlipidaemia, allergic to penicillin, diabetes mellitus, previous myocardial infarction, congestive heart failure (chf), peripheral vascular disease, previous CABG and cerebrovascular disease. Patient underwent a stenting procedure to treat the first obtuse marginal branch. During the procedure, a dissection was caused by a 3.0 x 10 mm boston scientific cutting balloon. A 2.5 x 28 cypher stent was implanted to treat the dissection. During the procedure there was also occlusion of the small circumflex. There was some reported chest pain associated with the procedure, but the ck's remained normal post procedure. Approximately four months post procedure the pt died. No autopsy was performed. Unknown cause of death although chf is suspected. Event was unrelated to the cypher stent per the site.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.